Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch surestep meter is giving erratic readings. In the same month, this medical affairs specialist contacted the patient to confirmed information obtained during the initial call. On the same day the patient contacted lifescan, the patient claimed she obtained readings of over "300 mg/dl" (confirmed as over 300 mg/dl but was initially reported during the initial call as "231 mg/dl") after the patient woke up in the morning. The patient took 50 units of 70/30 humulin insulin per the lfs meter reading. Reportedly, the patient did not eat anything prior to and immediately after taking the insulin. The patient felt that her readings were high. Hence, she decided to hold off on eating anything immediately. The patient went to take a shower. However, within 15 minutes the patient claimed she started to feel her heart palpitating. Within 30 minutes, her symptoms reportedly progressed to feeling like "she could not walk and her memory was getting fuzzy." The patient claimed she tested on the lfs meter at "51 mg/dl" while experiencing her reported symptoms. The patient took food/beverage and reportedly felt better soon after. The patient indicated that her initial lfs meter reading should have been below 150 mg/dl. According to the patient, had her readings been below 150 mg/dl, she would have taken 25 units of 70/30 mixed insulin and ate immediately after taking the insulin. The patient feels that her symptoms could have been prevented had she obtained a reading of below 150 mg/dl on the day of concern. Since the patient has received her new meter, she has not had any episodes of hypoglycemia. Her diabetes medication regimen and testing frequency has not changed since the incident. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood sample were taken from approved testing sites, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed she had symptoms that can be associated with severe hypoglycemia after she took insulin based on a lfs meter reading, due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.